Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. The information in this complaint (B)(4) has been evaluated for the malfunction code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified). The batch: 6009941 in question was manufactured at the reynosa site. Complaint investigations: the reference samples for batch: 6009941 were previously tested in complaint (B)(4) on 23/jun/2025. Device history record (DHR) review: the lot: 6009941 was manufactured according to the work instruction (wi) version 118 packaged in the inset 3, on 31/oct/2024, with a total of (B)(4) units. Gluing of tubing: the lot: 4k04474 was manufactured according to the wi version 65 in the gluing of tubing in the machine sc09, on 30/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 24/jul/2025 against malfunction code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot: 6009941 and 2 more complaints have been registered in database for the same lot: 6009941 and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue was found related to leak, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, one more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.